Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that 1 bd pen ndl 32g 4mm was unable to prime.   The following information was provided by the initial reporter : the consumer reported needle clog during priming.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm was unable to prime.   The following information was provided by the initial reporter : the consumer reported needle clog during priming. Date of event : unknown. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-10-04 h6: investigation summary customer returned a total of 60 used 4mm, 32 gauge pen needles with no other forms of identification. The pen needles were visually inspected prior to testing. 39 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. Additionally, the remaining 21 were broken on the same side. No pen needles were returned with a cannula that was intact on the non-patient side. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd found that 39 pen needles had become bent and 21 had been broken on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending and breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Event description:
It was reported that 1 bd pen ndl 32g 4mm was unable to prime.   The following information was provided by the initial reporter : the consumer reported needle clog during priming.